Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on july 16, 2014 ¿ july 17, 2014. The device was received for evaluation. Visual inspection noted fluid inside the package that contained the unit. This is due to loose blue winged luer caps. A functional leak test was performed after tightening the blue winged luer caps. The device showed no evidence of leakage. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A small volume infusor elastomeric pump reportedly had a leak. The infusor contained 4%morphine (1.25 ml) and 98.75 ml of normal saline. There was no patient involvement. No additional information is available.